Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the entry point of the pin drivers were the connection of the pin goes is damaged. This device shows significant signs of wear/usage. This device was manufactured in 2016. A functional evaluation confirmed the stated failure. The driver would not hold a .123 pin gage as intended. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.case-2021-00037994-2

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a tka procedure, outside of the patient, the pin driver would no longer hold pins. Bolts on tip seemed to have loosened over time. The procedure was successfully completed without delay using a smith+nephew back-up device. No patient injury or other complications were reported.